Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was able to confirm the reported issue. Troubleshooting found that the interface (umbilical) cable was damaged, so the cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable was received by the manufacturer for evaluation. Bench and gbit testing failed on the cable due to an open between lines in the cable. This confirmed an electrical failure due to an open.

Event description:
A site representative reported that, while outside of a procedure, communication between the viewing station of the imaging system and the imaging system was intermittent. No additional information was provided. There was no patient present when this issue was identified.